Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("immigration of implant / perforation of organs"), genital haemorrhage ("heavy bleeding") and seizure ("seizures") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure at an unspecified dose and frequency. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), seizure (seriousness criterion medically significant), allergy to metals ("nickel allergy"), pain ("pain"), fatigue ("fatigue"), feeling abnormal ("brain fog"), menstruation irregular ("irregular periods"), alopecia ("hair loss"), abdominal distension ("bloating") and night sweats ("night sweats"). The patient was treated with hysterectomy, surgery to remove the essure implant on (B)(6) 2016. Essure was withdrawn. At the time of the report, the uterine perforation, genital haemorrhage, seizure, allergy to metals, pain, fatigue, feeling abnormal, menstruation irregular, alopecia, abdominal distension and night sweats outcome was unknown. The reporter considered uterine perforation, genital haemorrhage, seizure, allergy to metals, pain, fatigue, feeling abnormal, menstruation irregular, alopecia, abdominal distension and night sweats to be related to essure. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced perforation of organs (seen as uterine perforation), heavy bleeding (seen as genital bleeding) and seizure. Uterine perforation and genital bleeding are anticipated in the reference safety information for essure while seizure is unanticipated. Coils were removed approximately 3 years and 6 months after insertion. Changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. Uterine perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian tube perforation with essure may occur, most often during insertion. In this particular case, the exact time point and mechanism of perforation was not reported. However; based on the nature of this event, causality with essure coils cannot be excluded. Seizures of all types are caused by disorganized and sudden electrical activity in the brain. Causes of seizures include abnormal levels of sodium or glucose in the blood; brain infections, injuries and tumors; choking; drug abuse; high fever; low blood sugar; kidney or liver failure; and heart diseases amongst others causes. Thus, based on essure's mechanism of local, mechanical action, the causality for the event seizure was assessed as unrelated. This case was regarded as incident since intervention was required (hysterectomy). Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforated fallopian tube'), uterine perforation ('imigration of implant / perforation of organs') and embedded device ('embedded within the wall and slightly protrudes at the serosa') in an adult female patient who had essure (batch no. A45104) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), seizure ("seizures"), allergy to metals ("nickel allergy"), pain ("pain"), fatigue ("fatigue"), feeling abnormal ("brain fog"), menstruation irregular ("irregular periods"), alopecia ("hair loss"), abdominal distension ("bloating") and night sweats ("night sweats"). The patient was treated with surgery (hysterectomy, surgery to remove the essure implant on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, embedded device, genital haemorrhage, seizure, allergy to metals, pain, fatigue, feeling abnormal, menstruation irregular, alopecia, abdominal distension and night sweats outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, embedded device, fallopian tube perforation, fatigue, feeling abnormal, genital haemorrhage, menstruation irregular, night sweats, pain, seizure and uterine perforation to be related to essure. The reporter commented: discrepancy noted insertion date (B)(6) 2012 and removal date (B)(6) 2014. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: mr received: lot number added: events: perforated fallopian tube and embedded within the wall were added. Reporters and patient race information added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforated fallopian tube'), uterine perforation ('imigration of implant / perforation of organs') and embedded device ('embedded within the wall and slightly protrudes at the serosa') in an adult female patient who had essure (batch no. A45104) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), seizure ("seizures"), allergy to metals ("nickel allergy"), pain ("pain"), fatigue ("fatigue"), feeling abnormal ("brain fog"), menstruation irregular ("irregular periods"), alopecia ("hair loss"), abdominal distension ("bloating") and night sweats ("night sweats"). The patient was treated with surgery (hysterectomy, surgery to remove the essure implant on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, embedded device, genital haemorrhage, seizure, allergy to metals, pain, fatigue, feeling abnormal, menstruation irregular, alopecia, abdominal distension and night sweats outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, embedded device, fallopian tube perforation, fatigue, feeling abnormal, genital haemorrhage, menstruation irregular, night sweats, pain, seizure and uterine perforation to be related to essure. The reporter commented: discrepancy noted insertion date (B)(6) 2012 and removal date (B)(6) 2014. Lot number: a45104 manufacturing date: 2012-08 expiration date: 2015-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 17-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced perforation of organs (seen as uterine perforation), heavy bleeding (seen as genital bleeding) and seizure. Uterine perforation and genital bleeding are anticipated in the reference safety information for essure while seizure is unanticipated. Coils were removed approximately 3 years and 6 months after insertion. Changes in bleeding pattern may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. Uterine perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian tube perforation with essure may occur, most often during insertion. In this particular case, the exact time point and mechanism of perforation was not reported. However; based on the nature of this event, causality with essure coils cannot be excluded. Seizures of all types are caused by disorganized and sudden electrical activity in the brain. Causes of seizures include abnormal levels of sodium or glucose in the blood; brain infections, injuries and tumors; choking; drug abuse; high fever; low blood sugar; kidney or liver failure; and heart diseases amongst others causes. Thus, based on essure's mechanism of local, mechanical action, the causality for the event seizure was assessed as unrelated. This case was regarded as incident since intervention was required (hysterectomy). Other nonserious events were reported. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information is expected only through litigation process.